Event description:
It was reported, that during procedure. The greenlight fiber stopped working after 3 minutes and 5 seconds of use. A new fiber was open to complete the procedure. No patient complications were reported. After device evaluation, a fiber break was identified.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory. The returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified, that the glass cap exhibited mild devitrification at the output window. The metal cap exhibited no charred detritus adhesion on surface. Microscope inspection found a fiber body break at the open end of the metal cap. The fiber was tested with hene laser fixture. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It is likely, that procedural handling of the device during set-up, such as excessive manipulation/rough technique contributed to the fiber body break. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.